Event description:
It was reported that in (B)(6) 2006, a physician using the perclose at device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after the procedure the pt experienced bleeding and pain in the groin. The amount of bleeding and the method used to achieve hemostasis is unk. In (B)(6) 2009, the pt continued to report groin pain with walking and sitting as well as numbness in the groin. Reportedly, at an unspecified time, the pt was seen by a neurosurgeon. The results of that visit are unk. There was no report of intervention or medications prescribed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.